Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon removed a 13.2mm micl13.2 implantable collamer lens, -14.5 diopter, from the lens vial and was preparing to load the lens. The surgeon noted one of the haptics looked crimped and decided not to use the lens. The lens was not loaded and there was no patient contact. The backup lens was implanted with no problem. The reporter stated the surgeon felt the lens was received that way and was defective.